Manufacturer narrative:
Updated fields - b4, b5, d8, d9, e1(initial reporter), g3, g6, h2, h3, h6(health effect ¿ clinical code, health effect ¿ impact codes), h11. Corrected fields - g2. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) screen was blacked out. There was no injury or harm reported

Manufacturer narrative:
Due to character restrictions in block e1(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) screen was blacked out. Nurse reported that the patient's blood pressure had dropped at the same time.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported screen was blacked out. Error log confirmed #78 (communication error detected). Since the problem did not reoccur in the running test, the display cable connector was cleaned and running was performed for 3 days x 3 sets or more (using a helium cylinder for testing). After the above inspection, the operation was confirmed and the device was in good condition. The number of safety disk replacement cycles (6 million times) was approached by running, so a free replacement was performed.

Event description:
N/a.